Manufacturer narrative:
Unit was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify charge/battery lasts less than expected and unexpected battery power loss due to critical pump error (open book image) alarm. P-cap / reservoir locks properly into place. Unit received with cracked keypad overlay, pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump alarm with replace battery or replace battery now. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.